Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction and several cartridge alarms occurred. There was no reported impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
Additional information was recieved on march 3rd, 2023 stating that multiple malfunction alarms were found in the pump history along with several cartridge alarms. B3.